Event description:
It was reported that the pump suddenly lost power several days ago. The pt's mom reported that at one time, the pump turned on with a battery replacement but immediately turned off. The reporter claimed that no alarms occurred before the pump shut down but the pump beeped before it shut off. The pt has tried 3 new batteries but the issue persisted. The pt denied cracks on pump and exposure to moisture. The proper batteries are being used, the battery cap is new and intact, and the battery cap is screwed on tightly. There was no adverse event associated with this complaint; however, this complaint is being reported due to the alleged power loss. The pump was replaced.

Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.